Manufacturer narrative:
Results code - product performance engineering could not determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the hub, inflation lumen, guide wire lumen, and balloon. There was contrast visible in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole 4mm proximal to the distal balloon marker. There was a longitudinal scratch on the balloon distal to the pinhole and a scratch proximal to the pinhole. Product performance engineering reviewed the incident info and the returned product analysis. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The dilatation catheter was returned with blood visible in the hub, inflation lumen, guide wire lumen and the balloon, which is consistent with the reported use of the device and a leak or balloon rupture. There was also contrast visible in the inflation lumen and the balloon was loosely folded, suggesting that the catheter was prepped for use and pressurized during the procedure. The analysis confirmed that there was a pinhole rupture on the distal end of the balloon, proximal to the distal balloon marker, though there were scratches evident on the outer surface of the balloon adjacent to the rupture site. It is possible that the balloon material was damaged (scratched) during interactions with other devices or the pt anatomy, such that a pinhole rupture occurred upon inflation. Although no pt anatomical info was provided, it is likely that the lesion characteristics contributed to the mechanical damage on the balloon, however, no definitive root cause can be determined. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon burst at 10 atm during use of the kissing balloon technique. No additional event or pt info is available.